Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address loosening of the femoral and tibial components. It is possible that the cement failed; however, the cement MFR is unk. It is not known at which interface the loosening occurred.